Event description:
It was reported by the aci sales professional that a (B)(6) female patient underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained at the sfa (superficial femoral artery), bottom of the femoral head via a 6f sheath (model unknown). A pre-procedure femoral angiogram showed presence of pvd in the profunda not in the common femoral artery and not in the sfa. The vessel size was noted to be 6mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. The device was prepped per the IFU. It was reported that during pullback, just before the balloon reached the arteriotomy the balloon lost pressure. The device was removed. The patient was converted to manual compression, however there was difficulty attaining hemostasis. A 12cm in size hematoma formed distal to the puncture site on the patient's thigh. Manual compression was held for 50 minutes in order to attain hemostasis. The hematoma was pressed out. Due to the patient experiencing pain, 50mg fentanyl was administered during the manual compression. The patient was hospitalized due to the size of the hematoma. The patient's discharge date is unknown. No further information is available.

Manufacturer narrative:
Visual inspection of the returned device at high magnification confirmed that the source of the leak was a micro tear in the balloon, approximately 4.5mm from the balloon proximal tip. The review of the lhr (lot f1313702) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the root cause of the tear could not be determined. However, it was reported that a pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site. Pvd or the presence of calcification at the procedural site could cause a puncture of the balloon, resulting in a loss of pressure.